Manufacturer narrative:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the sheath. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was used in a percutaneous transluminal coronary angioplasty (ptca) procedure. The device was prepared and used in accordance with the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. The procedure utilized a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of approximately 30¿45 degrees for the vascular sheath introducer. The vessel diameter was greater than 5mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vcd and had used the device several times prior to this procedure. Additional information was requested but not provided. A non-sterile 5f mynx control vascular closure device vcd was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were both found not depressed. The stopcock was found open with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and partially exposed. In regards of the sealant sleeves conditions a split condition was observed. No catheter sheath introducer was returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The catheter working length was verified and noted to be within the defined parameters. A dimensional analysis of the slit length was attempted to be performed; however, it could not be executed due to the condition of the sealant sleeves received, which were split. A functional analysis was executed using a 5f cordis¿s lab sample catheter sheath introducer was tested by being inserted on the unit and being withdrawn from it. During this analysis, no friction or resistance was perceived. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended deploying the sealant and the balloon got retracted respectively. After the tension indicator was aligned by pulling in distal direction the distal tip and the button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿mynx control system impeded¿ was not observed during analysis of the returned device as it was able to inserted and withdrawn from a lab sample csi with no friction or resistance noted. Additionally, a ¿mynx control system-deployment difficulty-premature¿ was observed during analysis of the returned device, as the split condition of the sealant sleeves resulted in the sealant being partially exposed. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors possibly contributed to the damaged condition of the sealant sleeves, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not enter the sheath. Manual compression was performed for 20 minutes and recovered. There was no reported patient injury. The mynx vcd was used in a percutaneous transluminal coronary angioplasty (ptca) procedure. The device was prepared and used in accordance with the instructions for use (IFU), and there were no visible signs of device or package damage prior to use. The procedure utilized a retrograde approach. The femoral artery¿s suitability was verified on angiography, including an insertion angle of approximately 30¿45 degrees for the vascular sheath introducer. The vessel diameter was greater than 5mm, and the puncture site did not have visible calcium or plaque. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure device within 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vcd and had used the device several times prior to this procedure. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: the sealant was partially exposed on product evaluation.